Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported a safe-t-pro plus device came apart in the hand of a nurse when removing the safety cap. No serious adverse event was reported. A request was made for the devices and any devices remaining in the original box.